Manufacturer narrative:
Sections with additional information as of 07-jul-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizzy. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). During the call, back to back blood tests were performed by the customer and produced e-2 and e-5 when the blood was applied, and also displayed e-3 when the test strip was inserted using true metrix meter. The customer reported feeling dizzy; medical attention was not needed at the time of the call. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 09/28/2024 and open vial date is (B)(6) 2023.